Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock and exhibited loss of capture (loc) due to suspected right ventricular (rv) lead dislodgement. Subsequently, this rv lead was successfully repositioned. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.